Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient presented to the emergency room with complaints of syncope. The patient medical history of cancer and heart failure secondary to cardiotoxic chemotherapy. The patient was sitting at the table with her family when she began to feel dizzy and described a spinning sensation in her head. The patient became unresponsive and had low flow alarms on her lvad. The patient also reported she had mild nausea. The patient often has low flow issues secondary to hypertension. The patient was recently weaned off milrinone. The patient has a known right ventricular dysfunction. The patient had a head computer tomography (CT) scan to rule out cerebrovascular accident. It was also reported that the patient had atrial fibrillation.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Manufacturer's investigation conclusion: a direct relationship between the device and the reported syncopal event and cardiac arrhythmia could not be determined. The report of low flow alarms could not be confirmed as no log files were submitted for evaluation. The center reported that on (B)(6) 2018 the patient had a syncopal episode. The patient described the dizziness as a spinning sensation in her head. The patient stood up and tried to walk to their bed; however, they could not make it and sat down in a chair. They then became unresponsive; however, there was no fall. The patient was reportedly intermittently responsive for approximately 10 minutes when ems arrived and then became fully responsive. The patient¿s low flow alarm on her lvad was alarming during the event and their family reported that the flow was 1.2 lpm. The patient¿s normal flow is greater than 4. The patient was hospitalized. A cause for the patient¿s low flow alarms and syncopal event was not identified. A CT scan of the patient¿s head was negative. There was no treatment rendered for the patient¿s low flow events and the patient was asymptomatic. The patient experienced cardiac arrhythmia and their heart rate was 127 beats/min. The patient¿s lvad speed was increased to 5100 rpm upon admission and slight adjustments were made to their gdmt doses and times. The patient was discharged from the hospital and a right heart catheterization was scheduled for their outpatient visit when their inr was therapeutic. The patient remains ongoing on vad support. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 22dec2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), lists cardiac arrhythmia and other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The alarms and troubleshooting section of the heartmate 3 IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm. This document also notes that changes in patient conditions can result in low flow. The alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.